Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still having urinary symptoms and their incision site was tender. The patient stated they were waiting to hear from a representative because they needed help. Patient services tried to walk the patient through increasing stimulation with the programmer, but the patient stated it was too hard for them to do. It was noted that the patient had an 8th grade education and were (B)(6) at the time of the report, so they were requesting in person help from a representative. Additional information was received on (B)(6) 2018 from a consumer indicating that they had spoken to someone following the last call but couldn¿t understand them. The patient stated they put the antenna on the ins and get it set, when they take to ¿paddle thing¿ away they don¿t feel anything. The patient stated they felt it when it was on (the antenna over the ins), but not when the antenna was removed. It was noted that this had been occurring ¿since the beginning.¿ the patient requested to meet with a manufacturer¿s representative in office as they had already tried calling their healthcare provider who redirected them. It was also noted that the patient had never been trained on how to use the equipment. No further complications were reported.